Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The daughter of a consumer reported that six years following an intraocular lens (iol) implant procedure, in the last two months, her mother has reported a visual problem. She was seen by a doctor and states that the iol color has changed to purple.